Event description:
Customer support requested end of treatment information and photos for evaluation of the patient. Received requested information, photos shows #8 and 9 for tipping. Advised patient to initiate rest period due to tipping on #8 and 9.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.